Event description:
Reporter performed three back-to-back blood glucose tests, all within 10 minutes, resulting in readings of 99, 61 and 48. Reporter was not experiencing any symptoms and alleges no harm.